Manufacturer narrative:
The remainder of the investigation remains in progress. A supplemental report will be provided after completion.reference MFR. Reports: 1221359-2022-02276

Event description:
The customer reported two false positive results with the idnow covid-19 assay performed on various dates. This report is one (1) of two (2). The customer reported one false positive with the idnow covid-19 assay performed on a nasal swab sample (collection date: (B)(6) 2022). Confirmation testing (platform: core) on a nasopharyngeal sample collected on (B)(6) 2022 in viral transport medium generated a negative result. Per the customer, no additional information will be provided.

Manufacturer narrative:
This supplemental report is being submitted to provide the investigation conclusion. Please see updates: g3, g4, g6, h2, and h6. Testing was performed at abbott diagnostics scarborough, inc. On retained kit lot 1062475 with internal positive quality control samples and negative quality control swabs. All test results were valid and performed as expected. Additionally, the manufacturing records and quality control release testing was reviewed for kit part number 190-000 / lot 1062475 and test base part number 190-430 / lot 1062475. Quality control release testing met specifications with no false negative results observed. A review of the complaints reported as false negative patient results (confirmed and unconfirmed, conflicting results) related to kit lot 1062475 showed that the complaint rate is 0.002%. Abbott diagnostics scarborough was unable to determine an assignable root cause, as the log files were not provided for investigation; however, a possible assignable root cause is patient sample interference. Substances in the sample itself may have interfered with the reaction. Based on the above summary, the investigation is considered closed. The product will continue to be monitored and tracked.